Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed but the cause is unknown. A single video of a 4fr single-lumen powerpicc during clinical use was provided for evaluation. The dressing had been removed from the catheter insertion site prior to filming the video. As the catheter was infused, a spraying leak of clear fluid was observed emanating from the catheter shaft approximately half a centimeter proximal to the insertion site. The leak was located between the 22cm and 23cm depth markings. The characteristics of the damage to the catheter could not be seen in the returned video. Although a leak could be confirmed, there were no distinguishing features in the returned video which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported during catheter maintenance, leakage was detected from the catheter. Subsequent examination revealed a rupture in the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.